Event description:
Facility allegesheader cracked during dialysis, causing blood leak. Rn reports circuit discarded ebl 7100cc. 10th use venous header.dialysis resumed with new dialyzer. No further medical intervention required.